Event description:
On (B)(6) 2012, an account contacted our firm stating that a pt (pt) experienced a corneal ulcer od while wearing acuvue oasys contact lenses. The pt was wearing as daily wear and replacing every two weeks. The name of the disinfecting solution is unk. The pt provided no info regarding prescribed medication or the treating eye care professionals objective findings. The pt stated was instructed to discontinue lenses for 2 weeks, and then resume lens wear. The pt declined providing the treating doctor's name and number and stated that he/she did not want medical info released to our firm. The pt's eye was fine at that time. The pt has been switched back to acuvue advanced. "Corneal ulcer" may or may not be a serious injury. Based on the limited info received, this injury is reported as a serious injury as a worst case.

Manufacturer narrative:
A lot history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The pt discarded the suspect product. Five sealed blisters were returned. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. No additional info is expected. MDR reportable events are reviewed in quarterly management review meetings. Labeled for single use or reuse.